Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures; mesh were implanted into the patient on (B)(6) 2008 and on (B)(6) 2012 it is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and sling was implanted. The patient underwent the concurrent procedures of excision of anterior wall mesh, excision of sling, removal of endocervical polyp, cystourethroscopy to evaluate potential foreign body in bladder, cystocele repair, sacrospinous ligament hysteropexy, rectocele repair due to stress urinary incontinence, rectocele, enterocele, voiding dysfunction, difficulty defecating and failure of synthetic mesh. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.